Event description:
The sabo sag saw was sent for eval because it was leaking an unk fluid during a procedure. No adverse event was reported. The procedure was completed with a readily available replacement device without any procedure delay.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.